Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known.